Event description:
The product return includes minimal to no information. It is unclear if this product return pertains to a complaint. No patient or user injury was reported. No further information was provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed forward and is protruding from the metal cap; the fiber bevel edge at the output window has shifted forward. Based on failure analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.